Event description:
User experiencing discrepant ise results for approximately 2 weeks, only the following example was provided: initial sodium result 117 mmol/l, same sample repeated using different method recovered 123 mmol/l. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.